Event description:
It was reported that this device exhibited premature battery depletion consistent with a recorded code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was explanted and returned for analysis. No additional adverse patient effects. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
At this time this product has not been returned. If this product is returned, analysis will be completed and the investigation will be updated at the completion of analysis. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The battery voltage was lower than expected. The titanium case was opened and the battery was removed so that an external power supply could be connected to the device for further analysis. A higher than normal current drain was observed. Electrical testing isolated the high current condition to a low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
At this time this product has not been returned. If this product is returned, analysis will be completed and the investigation will be updated at the completion of analysis.

Event description:
It was reported that this device exhibited premature battery depletion consistent with a recorded code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was explanted and returned for analysis. No additional adverse patient effects. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.